Manufacturer narrative:
(B)(4). A partial lead measuring 49.0cm was returned for analysis. External insulation abrasion was noted at 31.5-32.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 44.0-45.0cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.